Event description:
A customer reported a tandem mobi cartridge alarm, which caused their blood glucose level to exceed 500 mg/dl, indicated as ¿high¿ on the display. The customer attempted to address the elevated blood glucose by administering a correction injection via multiple daily injections (mdi) and did not require third-party assistance. Technical support confirmed the cartridge alarm issue and instructed the customer to remove the cartridge and attempt various corrective measures, but the cartridge alarm persisted. Consequently, technical support arranged for a replacement pump and cartridge to be sent to the customer.